Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determine if this device performed as described in the field action. (B)(4)

Event description:
It was reported that the patient was inappropriately shocked multiple times during ventricular fibrillation (vf). It was noted that the right ventricular (rv) lead had t wave oversensing during this episode. A magnet was placed over the patient's device until the lead could be reprogrammed. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.